Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 2 months. The pump remains implanted and the patient remains ongoing on vad support. System controller (serial (B)(4)) was returned for evaluation and the reported event of a driveline fault alarm was confirmed through the log file analysis. Additionally, the system controller log file data also showed that, on (B)(6) 2015 at 0:32, a low battery advisory alarm activated as a result of the battery voltage falling below the low voltage threshold and the pump operation switched to power saver mode. At 02:21 the low battery hazard alarm activated as a result of the battery voltage falling below the low voltage hazard threshold. At 03:38, a no external power alarm activated; the external batteries were depleted and the system controller¿s 11 volt lithium-ion backup battery (ebb) activated. The ebb continued to power the system for at least one hour and 19 minutes until it was completely depleted. The system controller was thereafter connected to one fully charged external battery and a clock not set alarm became active. The pump operation was captured as being stopped and the ebb was captured as being uninstalled. This sequence of events recorded in the log file indicates that the external batteries and the ebb had been completely depleted causing an interruption in pump function for an undetermined amount of time. Once power was restored to the system controller the pump resumed normal operation. The system controller passed full functional testing. The pump stop occurred due to the full depletion of both external batteries and the system controller¿s 11 volt lithium-ion backup battery (ebb). A review of the device history record for the pump and system controller revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On 9/8/2015, it was reported the patient's primary and backup system controllers displayed a driveline fault alarm. The system controllers were exchanged and no further issues were reported. The patient was reported to have been asymptomatic at the time of the event. During investigation of the returned system controllers, it was found that although the reported issue was for driveline fault alarms, analysis of the log file retrieved from one of the returned system controllers indicated that both the 14 volt li-ion batteries and the system controller's 11 volt lithium-ion backup battery (ebb) had fully depleted while the patient was sleeping. The pump stopped for an undetermined amount of time due to full depletion of power.